Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during implant, the ra had an impedance of 700 ohms. Post implant atrial lead impedance is >2500 ohms. An echo shows no micro dislodgement and the fluoroscope looks good. Sensing is fine, but thresholds aren't. There is concern that there may be a micro dislodgement that isn't obvious because there are multiple atrial depolarization and repolarization happening due to atrial tachycardia. The date of implant and event date were not provided. It is believed this lead remains implanted. Should additional information become available, this event will be updated.